Event description:
It was reported that the patient was implanted a durom us acetabular component 50/44 j on the left side on (B)(6), 2008. The patient was revised on (B)(6), 2013 due to loosening. It was also stated that at the revision surgery, surgeon also found corrosion.

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Other source documents (mdrif, op report) were provided. The device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).